Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl to "low", seizure, loss of consciousness, and "[a] few bumps on the head"; cause was not known. Customer went to the emergency room via ambulance and was subsequently admitted to the hospital. Customer was treated with intravenous fluids (nature of fluids was not known) and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.